Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the pump basal rate needed to be adjusted. The contact declined to provide bg values, and did not provide any additional information regarding the reported issue. Tandem guided the customer through adjusting the pump basal rate.